Event description:
It was reported to philips that the system shut down unexpectedly. Customer attempted multiple reboot; however, the issue could not be resolved. The system was in clinical use at the time of the event. No patient or user harm was reported. Philips has initiated an investigation into this complaint.